Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise leading to pacing inhibition. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.